Event description:
It was reported the rigid endoscope telescope's light guide cover lens was broken. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the suggested events may have occurred because of a large mechanical force caused by an impact, fall or collision with other devices. Moreover, due to the age of the item, the faded laser markings can be attributed to general signs of wear and tear and an incorrect reconditioning method and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.